Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an error in the motor, drive count and was unable to rewind the insulin pump. The customer¿s blood glucose level was unknown at the time of incident. The customer reports they were able to clear the alarm(s). The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a no motor movement alarm during rewind due to a corroded motor home switch. Unable to confirm drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. And an error in the motor was detected by reading unexpected value from hall sensor or perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement alarm.